Event description:
It was reported that during follow-up an error message was displayed stating charges could not be successful due to residual current protection. During device explant, lead insulation damage was noted. The lead was destroyed during explant, and will not be returned.

Manufacturer narrative:
Na